Event description:
Additional information received from a manufacturer representative (rep) stated the cause of the impedance was not known. The had to programmed around the impedances errors. The reported issue has not been resolved. They may have revision survey if reprogramming doesn¿t help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  when attempting to increase the intensity the handset showed that it had reached the max limit. The caller checked the status of the patient limits and confirmed they were not set to have an amplitude limit. The caller indicated that the electrodes impedance test showed that electrode 3 was out of range. During the call the caller ran the electrode impedance test and provided the following values: ref 0 electrodes 1 3 and c >4000ohms 2 1410ohms ref 1 electrodes 0 3 and c >4000ohms 2 948ohms ref 2 3 >4000 0 1410ohms 1 948ohms c 701ohms ref 3 all electrodes >4000 ohms the caller programmed therapy configurations using electrode 2. The manufacturer rep increased the stimulation for a program with c+ 2- active during the call and confirmed that the patient was feeling stim at 1.4ma. The issue was not resolved through troubleshooting. The caller programmed around the electrodes with high impedances. No further complications were reported at this time.